Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that in (B)(6) 2009, the patient underwent tha with pinnacle-a cup and s-roma. After surgery, the patient complained of pain in the right thigh and revision surgery was performed on unknown date. The pinnacle-a cup and s-roma were all removed. The distal part of the s-roma stem was broken but could be removed. After reinforcing with a plate, the cup and cement stem from another company were replaced, and the surgery was completed. The surgeon commented that the micromotion might have occurred in the distal part of the stem and the patient had pain. Under the sleeve, the patient's femur was fractured, which may have affected the pain in the thigh. No further information is available.